Event description:
The customer reported that while the central station was in use monitoring patients along with telepacks and monitors at the bedsides, the central station lost communication with the telepacks in the 3rd telemetry room and in intensive care, and with the bedside monitors in the emergency room. Approximately 15 patients were being monitored at the time. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the hard drive in the server. The unit was tested to factory specification. It functioned normally and was returned to use.